Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6). Product type: programmer. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device.  The reason for call was patient stated they were having problems with the controller. Patient said they thought they needed a new battery or something, and said when they plugged the controller into the ac power supply after charging the implant, the controller wouldn't charge. Patient said they would unplug and reset controller to try and charge it. Patient also mentioned it was hard to get the recharger antenna in the right spot to charge the implant. Patient also mentioned they charge at night while sleeping because the belt doesn't work to wear around them and was losing sleep because they had to keep waking up to check charging. When asked event date, patient said both issues started about a week ago. Patient plugged controller in to ac power without li battery and controller did not turn on, even after patient wiggled the cord. Patient then plugged controller in with li battery, and screen came on but no green light started blinking on controller even after trying another outlet. No visible damage to controller, ac power supply or recharger. The issue was not resolved. A replacement controller was sent out.  Patient called back stating they received the replacement controller but it was telling them to install the mdt battery pack. Patient stated the controller came with aa batteries so they were using those. Agent reviewed information. Patient inserted their original battery pack and confirmed everything was working as intended.

Manufacturer narrative:
H3. Analysis of the patient controller (s/n: (B)(6) ) found broken/damaged pins on the rtm connector/main board and the front case had broken stim button bosses. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.